Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they were having surgery for stenosis and would have the battery pack and leads removed. The patient was not happy with it at all. Within 2 months of getting the implantable neurostimulator (ins), the patient knew he had a bad problem to recharge it and did not get the relief he wanted. It was clarified that the battery was not staying charged. The ins was basically masking the problem and now he was going to have surgery to see if it could be corrected. The cause of the recharging and therapy problem was unknown. Indications for use include spinal pain. Patient outcome was not provided. Follow up was requested. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), product type: lead.

Event description:
Additional information from the patient reported that the implantable neurostimulator (ins) was removed in (B)(6) 2016. The leads were not removed.